Manufacturer narrative:
Block a2: patient's exact date of birth was unknown; however, it was reported that the patient's year of birth was 1987. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to one of six devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04354 for the first speedband superview super 7, 3005099803-2024-04307 for the second speedband superview super 7 for the third speedband superview super 7, 3005099803-2024-04355 for the fourth speedband superview super 7, 3005099803-2024-04347 for the fifth speedband superview super 7 and 3005099803-2024-04356 for the sixth speedband superview super 7. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectal to remove internal hemorrhoids during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure and inside the patient, the first five bands could be deployed successfully; however, the sixth band could not be deployed. The problem still occurred after rotating the handle. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact date of birth was unknown; however, it was reported that the patient's year of birth was 1987. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: a speedband superview super 7 device was returned for analysis. A visual evaluation noted that the ligator housing returned with two bands attached to it. Also, one band was returned deployed and broken. The ligator housing teeth were found bent. The handle had marks of trip wire indicating that it was secured. No other problems with the device were noted. The reported complaint of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had two bands attached, one band was already deployed and broken, and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to one of six devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04354 for the first speedband superview super 7, 3005099803-2024-04307 for the second speedband superview super 7, 3005099803-2024-04344 for the third speedband superview super 7, 3005099803-2024-04355 for the fourth speedband superview super 7, 3005099803-2024-04347 for the fifth speedband superview super 7 and 3005099803-2024-04356 for the sixth speedband superview super 7. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectal to remove internal hemorrhoids during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure and inside the patient, the first five bands could be deployed successfully; however, the sixth band could not be deployed. The problem still occurred after rotating the handle. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.